Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula found it to be kinked. Fluid path testing found a tear in the exposed portion of the soft cannula, resulting in an external leak. The download data from the pod shows no timeouts or drive stalls indicating that there was no struggle to deliver insulin. It could not be determined when or how the damage to the soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Ketones were also checked but results were not provided. As treatment, a manual injection of insulin was delivered.